Manufacturer narrative:
Correction : section e1 : the correct physician has been added to this report.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's ipg did not communicate with external device. In turn patient lost stimulation. As a result, ipg was explanted and replaced restoring the therapy.

Manufacturer narrative:
Correction : section h6: correct device code has been updated in this report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.